Manufacturer narrative:
(B)(4). On 2017 nov 13 arjohuntleigh had initially became aware of the event with the involvement of maxi move passive floor lift and passive clip sling which occurred in (B)(6) medical center located in (B)(6). It was reported that during patient lifting from the floor, one of the grey clips broke in half causing patient to drop. The fall occurred at the beginning of the lifting process, when the patient's distance to the floor was very short. The patient did not sustain any injury. When reviewing similar reportable events, we have found a few of cases with similar fault description (clip breakage). From previous investigations into similar problems, it is concluded that the damage to the clip is not likely to have occurred during or due to on label use. All sling clips outperform their specification, except when damaged. Please note that the involved sling was inspected by arjohuntleigh representative -the sling label was unreadable and one clip was broken lengthwise in half. We cannot determine its manufacturing date with a certainty. However, based on the photos attached to the complaint we are able to clearly determine that the sling was fitted with "grey" clips. We can state that this type and production spread of slings were supplied with instruction for use's (IFU) that state the sling should be discarded after two years lifetime, or before that, when damaged. Production of slings with grey clips was seized some time ago (between 2005 2006). Grey clips were replaced with black clips of a new design, to unify the sling range. Please note that the sling was over 10 years old at the time of the event. There is the statement on the sling label itself, but also the sling IFU, that the sling is not to be dried with a washing press or similar method. This is because doing so, can mean that the clip receives a mechanical pressure much higher and from a different position (outside rather than inside) than it was intended for. It can cause bending, deforming, hairline cracks or even outright breakages of the clip before or during use. Following the clip sling IFU document max015010.int: "do not use mechanical pressure pressing or rolling, during the washing or drying procedures". From the test results we have found that the "grey" clips, after the years of usage, were still performing over the pull strength capacity needed for safe use still hold around 200 kg of pull on one clip (where typically the weight of the person being transferred is partitioned over four clips). During normal, intended use, the force that comes onto a clip is a downward pull force. Sideways forces are minimal and can only exist in a limited angle. Based on our tests performed, we can assume that the "grey" clips in the sling can still take three times the weight that is likely to come on them during on label use. In this event, we can clearly see, based on the photos attached, that the clip broke from top to bottom. This occurs when a clip is bent in e.g.: a washing press, with enormous force, while the pressure is applied sideways from outside the clips. This pressure is not present during the intended use of the sling as described in the after sales documentation of sling and lift device. The labeling of the sling gives guidance on the inspection checks to be performed, proper washing procedures and that the sling should be discarded after two years lifetime, or before that, when damaged. To conclude, arjohuntleigh system (maxi move passive lift and passive clip sling) played a role in the complaint issue when the event occurred as they were used for resident's transfer. As a consequence, the patient dropped from small distance to the floor, no injury occurred. There was a system deficiency found (clip breakage) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We report this event to the competent authorities because of the reported failure and due to potential for serious injury upon reoccurrence.

Event description:
On 2017-nov-13 arjohuntleigh had became aware of the event with the involvement of maxi move passive floor lift and passive clip sling which occurred in (B)(6) medical center located in (B)(6). It was reported that during patient lifting from the floor, one of the grey clips broke in half causing patient to drop. The fall occurred at the beginning of the lifting process, when the patient's distance to the floor was very short. The patient did not sustain any injury.